Event description:
It was reported the tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported the device was removed from the package and the scrub nurse closed the closing lever and handed the device to the surgeon. The surgeon released the closing lever and gripped tissue. When the surgeon went to fire the device, it would not fire. When the device was released the surgeon looked at the cartridge and thought it looked like half of the staples had already been fired. There was no consequence to the pt.